Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating and spitting metal shavings. The doctor received small 1st degree burns on the fingers of the right hand that did not require any treatment. A bur guard was used. It was also reported that metal shavings entered the patient's mouth during use. The patient's mouth was cleaned and rinsed out with a saline flush. The patient was prescribed antibiotics as which is standard for the type of procedure. The procedure was completed successfully without a clinically significant delay. The patient had no adverse consequences or medical intervention. The patient did have a follow up visit and is currently fine with no affect.